Event description:
It was reported that the patient has 1 wireless recharger and 2 charging docks. When the recharger is placed on the docking station, all 3 battery lights will blink. All 3 lights turn off when taken from the docking station. It was thought to be strange, so an attempt was made using another docking station but it was the same. When the recharger was held down, neither the battery lamp nor the power lamp responded and could not be reset. The issue was not resolved at the time of this event. No symptoms were reported. It was reported that the the cause is unknown. They tried recharging several times but no improvement, so the product was replaced.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (wr9200) (serial number (B)(6) revealed the device is unresponsive, led's scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.